Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were noticed during a check-up. The user reported a gradual decline in hearing performance with the device and sensitivity to loud noises. The recipient experiences up to 6 hearing fluctuations per day. This deterioration has been occurring since june 2022. Additionally the user reported facial nerve stimulation with loud noises in the past. The clinic will try to adjust the user's settings on (B)(6).2022. A medical follow-up has been scheduled for the (B)(6) 2022.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition the recipient suffered from pain and a heating sensation at the implant site. The experience might have been caused due to a sensitive skin flap or an inadequate magnet strength. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Affected channels were noticed during a check-up. The user reported a gradual decline in hearing performance with the device and sensitivity to loud noises. The user experienced up to 6 hearing fluctuations per day. This deterioration has been occurring since (B)(6) 2022. Additionally the user reported facial nerve stimulation with loud noises in the past. Per additional information the user also suffered from pain on the concerned side and was experiencing a heating sensation with the device. The user also felt that the implant site sometimes gets warm when wearing the processor, however the user did not report any injuries due to the warming of the device. The user was re-implanted in (B)(6) 2023.

Event description:
Affected channels were noticed during a check-up. The user reported a gradual decline in hearing performance with the device and sensitivity to loud noises. The recipient experienced up to 6 hearing fluctuations per day. This deterioration has been occurring since (B)(6) 2022. Additionally the user reported facial nerve stimulation with loud noises in the past. The user stopped using the device on (B)(6) 2022. The clinic tried to adjust the user's settings on (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition the recipient suffered from pain and a heating sensation at the implant site due to undetermined reasons. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further checks were planned but no further info has been received.